Manufacturer narrative:
Failure analysis is ongoing; add'l info will be submitted once the results and conclusion analysis is complete.

Event description:
The micro sagittal saw was sent in for service and smoke was noted coming out of the top housing during performance testing. No adverse event associated with the device.